Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise which resulted in pacing inhibition. A decrease in pacing lead impedance was also observed. The lead was capped and replaced on (B)(6) 2015. The patient was asymptomatic before and after the procedure.